Manufacturer narrative:
Concomitant medical product: product ID: dvfb1d4, serial# (B)(4), implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapies. The patient went to the emergency department, arrested, and received cardiopulmonary resuscitation and more shocks. A lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited elevated sensing integrity counter (sic), high rate non-sustained episodes, and possible t-wave oversensing (twos). The physician stated that the patient had severe metabolic changes that affected morphology. The lead remains in use. No further patient complications have been reported as a result of this event.